Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel smearing with the incident lot was not observed. Additionally, 4 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to gel smearing as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was gel smearing. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: the "probe is aspirating the gel along with sample."